Manufacturer narrative:
Additional manufacturer narrative the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this surgical valve had a transcatheter valve implanted (valve-in-valve) due to severe prosthetic mitral valve stenosis and insufficiency. Pre-operative echocardiogram revealed the bioprosthetic mitral valve had very poor excursion of the leaflets. A transcatheter valve was successfully implanted and post-op echocardiogram verified the valve was in good position and there was no evidence of paravalvular leak. The patient was awoken and was transferred to the intensive care unit in stable condition, after having tolerated the procedure well.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that nine (9) years, six (6) months post-implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to mitral stenosis and insufficiency. The 26mm transcatheter valve was implanted successfully with no reported complications.